Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 140-150 mg/dl.